Event description:
It was reported that the external pulse generator had a damaged screen and needed testing and calibration. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device manufacturing date. Evaluation summary: (B)(4).analysis confirmed the reported event. Lcd (liquid crystal display) is cracked. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. Battery release is sticky. The ring is missing. Main printed circuit board is out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lcd (liquid crystal display) is cracked. Upper and lower cases, side bail covers, ring cover, and battery drawer are broken. Battery release is sticky. The ring is missing. Main printed circuit board is out of electrical specification.